Event description:
Patient notified pharmacy that she had a bag of invanz that leaked all over. Infusion innovations had to replace the dose that was wasted due to the leak. Diagnosis or reason for use: cellulitis.